Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed device was due for service. Maintenance was conducted and z-pin exchanged. The device was tested and returned to customer on 11/30/2012. The complaint is indeterminate. Placeholder.

Event description:
Customer returned device for service and repair. During service, technician found parts had been replaced, hot z-pin. This is report 1 of 1 for #(B)(4).